Event description:
Information received indicated the bed's hand pendant was damaged and had copper wire exposed. No injury reported.

Manufacturer narrative:
The hand pendant was replaced to resolve the issue.